Event description:
It was additionally reported that the patient had a tumour of the left hypopharynx and larynx, which was the suspected cause of the pneumothorax. The patient was admitted for feeding via an ng. The current status of the patient was stated as being the patient is currently being treated for other health related conditions.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon removal of a smiths medical seldinger chest drainage drain the stiffening stylus was still intact. It was reported that the patient had the drain placed as treatment for a pneumothorax following tracheostomy (trach) placement. Subsequently, the patient's condition failed to improve and bilateral surgical chest drains were required to be implanted. The patient recovered with no adverse patient effects.